Event description:
It was reported that the patient presented in the operating room for lead revision due to high, out of range, pacing lead impedance. No other electrical anomalies observed. Lead was capped and replaced. Patient is doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.